Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "network disconnect" error when booting into the cns application. No patient harm was reported. Investigation summary: on a follow-up with the customer's bme, it was stated they were able to "resolve" the issue by swapping out the complaint cns with a backup unit. A review of the history of the serial number identified no other reports of the issue with this device. Based on the available information, a definitive root cause could not be identified. A network disconnect error message informs the user that the cns is not connect to the network. There could be multiple factors that could prevent the cns from connecting to the network. These could be due to hospital network settings, device network settings (ip address, subnet, gateway, groups, etc.), physical connection issues (cable related issues), network hardware failures (network switches), power related issues (ups failure, power outage, generator tests) or other use errors. Network related issues may be caused by multiple factors outside the cns. These issues are not indicative of a malfunction of the cns. There is not enough information in the ticket that indicates there was a malfunction of the cns. No corrective actions would be performed at this time. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a "network disconnect" error when booting into the cns application. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a network disconnect error upon booting into the cns application. They resolved the issue by swapping the cns and modifying the segmentation of the backup unit after they confirmed it was not a port or network issue. It is not clear what happened before this, but it is assumed that the unit went down and when the unit was rebooted the issues occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a network disconnect error upon booting into the cns application. They resolved the issue by swapping the cns and modifying the segmentation of the backup unit after they confirmed it was not a port or network issue. It is not clear what happened before this, but it is assumed that the unit went down and when the unit was rebooted the issues occurred. No patient harm was reported.